Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was 400mg/dl. Troubleshooting was performed. Ran a fixed prime test and the insulin did not exit. Perform a high-pressure test and the pump alarmed within specifications. The nurse reported that the insulin pump is cracked at the side and when the rewind and prime test was performed the side of the pump started to pull apart. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.